Event description:
There was no pt involved in this event. This device malfunctioned because the device pogo-pins were stuck. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. During initial testing of the device; there was noticable fluctuation in voltage on the device pogo-pin. On receipt, the pogo-pins were found to operate to specification, however, further testing found that a single pogo-pin would intermittently stick. The cause of the defective pogo-pin had probably been due to the presence of corrosion on the inside of the pogo-pin. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.